Manufacturer narrative:
Technical support was able to manually remove the backlog of results. An investigation into the root cause of the reported issue is anticipated but not yet begun. A supplemental report will be submitted upon completion of the investigation.

Event description:
Statstrip glucose meter repeatedly sending the same results to meter software (novanet) thus preventing other results from transmitting to the patients chart. Although there were no specific allegations of delays in treatment, this issue could potentially lead to delays.